Event description:
Additional information indicated that surgical intervention was undertaken wherein the remaining paddle lead was explanted. A new scs system was implanted and stimulation was resumed postoperatively.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that during explant procedure (manufacturer reference number 3006705815-2023-01071) the penta lead was cut and left in situ. Surgical intervention may be undertaken to address this issue.